Event description:
It was reported that during a da vinci colectomy procedure, the monopolar curved scissors (mcs)instrument with the tip cover installed broke , causing a fragment from the mcs instrument to fall into the patient. The broken instrument piece was immediately removed from the patient. Inspection of the instrument found that a band above the installed tip cover accessory had fallen into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On 10/08/2014, intuitive surgical, inc. (Isi) contacted the clinical sale representative who reported this complaint. According to the csr, he was present during the surgical procedure. The csr indicated that the while the surgeon was attempting to expose the patient's colon using the mcs instrument, the plastic ring at the distal tip of the mcs instrument broke off in one piece and fell into the patient. The surgeon used a laparoscopic padded grasper instrument through an assistant port to retrieve the broken instrument piece. No additional surgical procedure was required and the patient's outcome was good. The csr indicated that there was no allegation by the site that any patient harm, adverse outcome or injury occurred.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.